Event description:
Note: this MFR. Report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report # MDR_nov2008_300509980320083426 for a description of the other device. It was reported to boston scientific corporation in 2008 that an rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the same day. (Male patient over 30, weight unknown) according to the complaint, during the procedure they put the balloon in the common bile duct and it popped. No parts left in patient. There may have been a stone right beyond the papilla that caused the break. They used a different, unknown device to complete the case there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok "

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.